Manufacturer narrative:
Correction report being filed to correct field h6 impact codes.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had two inappropriate shocks while clapping and drying his hair. Technical services (ts) was consulted to review the data. Ts reviewed and found there was oversensing of noise and t-wave oversensing due to low morphology. Ts provided troubleshooting and programming options. Ts informed that the alternate vector appears to be free of noise and has a borderline r:t ratio. The device was programmed to alternate, and the plan is to have the patient come in for an exercise test in the next week for further troubleshooting. At this time, the electrode remains in service. No additional adverse patient effects were reported. Additional information was received which reported the exercise test took place and they did not observe any oversensing or noise. There was a slight change in morphology. However, when the patient flexed his pectoral muscle there was a little of oversensing of noise. The abdominal muscle didn't render much noise. The health care professional (hcp) informed the patient only to do a few reps when working out his pecs. The patient is happy with the outcome. At this time, the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had two inappropriate shocks while clapping and drying his hair. Technical services (ts) was consulted to review the data. Ts reviewed and found there was oversensing of noise and t-wave oversensing due to low morphology. Ts provided troubleshooting and programming options. Ts informed that the alternate vector appears to be free of noise and has a borderline r:t ratio. The device was programmed to alternate, and the plan is to have the patient come in for an exercise test in the next week for further troubleshooting. At this time, the electrode remains in service. No additional adverse patient effects were reported. Additional information was received which reported the exercise test took place and they did not observe any oversensing or noise. There was a slight change in morphology. However, when the patient flexed his pectoral muscle there was a little of oversensing of noise. The abdominal muscle didn't render much noise. The health care professional (hcp) informed the patient only to do a few reps when working out his pecs. The patient is happy with the outcome. At this time, the electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of inappropriate shock and oversensing is a known inherent risk of the lead and is noted within the lead instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the lead.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had two inappropriate shocks while clapping and drying his hair. Technical services (ts) was consulted to review the data. Ts reviewed and found there was oversensing of noise and t-wave oversensing due to low morphology. Ts provided troubleshooting and programming options. Ts informed that the alternate vector appears to be free of noise and has a borderline r:t ratio. The device was programmed to alternate, and the plan is to have the patient come in for an exercise test in the next week for further troubleshooting. At this time, the electrode remains in service. No additional adverse patient effects were reported. Additional information was received which reported the exercise test took place and they did not observe any oversensing or noise. There was a slight change in morphology. However, when the patient flexed his pectoral muscle there was a little of oversensing of noise. The abdominal muscle didn't render much noise. The health care professional (hcp) informed the patient only to do a few reps when working out his pecs. The patient is happy with the outcome. At this time, the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had two inappropriate shocks while clapping and drying his hair. Technical services (ts) was consulted to review the data. Ts reviewed and found there was oversensing of noise and t-wave oversensing due to low morphology. Ts provided troubleshooting and programming options. Ts informed that the alternate vector appears to be free of noise and has a borderline r:t ratio. The device was programmed to alternate, and the plan is to have the patient come in for an exercise test in the next week for further troubleshooting. At this time, the electrode remains in service. No additional adverse patient effects were reported.